Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit alarm. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer reported that pump alarmed battery out limit during normal use. The customer reported that the insulin pump did not turned on. The customer reported that they are not dealing with blank display. The troubleshooting was performed for battery out limit. The insulin pump will not be returned for analysis.